Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the tip of the awl has broken off and is not present in any of the pictures. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that while preparing the femoral canal, the awl broke. The doctor attempted retrieval of the fractured piece but was unsuccessful due to it's depth and thickness of cortices. The procedure was completed with the awl remaining in patient. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: canada. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device location is unknown.